Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed at an unknown date. After spaceoar vue placement, the patient was noted to have a misplacement of the hydrogel. There were no patient complications reported as a result of this event. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Occupation was approximated to "other healthcare professional" based on event description. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Manufacturer narrative:
Additional information received on may 30, 2022: block b5: incident description. Block b3: the exact date of the event is unknown. The provided event date, 01may2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 10may2022. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block e3: occupation was approximated to "other healthcare professional" based on event description. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed at an unknown date. After spaceoar vue placement, the patient was noted to have a misplacement of the hydrogel. There were no patient complications reported as a result of this event. Additional information received on may 30, 2022. A video of the placement procedure was reviewed and showed the patient had a thin fat plain and visualization of the entire length of the prostate was difficult. Reportedly, there was too much pressure on the prostate and created a "dog ear" affect. The physician was able to get the tissue to open appropriately. However, the needle was left in the patient after hydrodissection while the kit was assembled. It was noted that there was visible movement of the needle tip. The needle moved into the capsule of the prostate and advanced towards the base by the length of the bevel. As the spaceoar placement began, there was a visual signal of the gel flowing within the capsule.